Manufacturer narrative:
Concomitant medical products: 3093-33 interstim urinary mgu lead implanted: (B)(6) 2007; 3023 interstim urinary mgu ipg implanted: (B)(6) 2007; 3095-10 neuro extension implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.